Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 11/03/2021 and placed into service on (B)(6) 2023 with the battery pack serial number (B)(6). The log file review showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.

Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.